Manufacturer narrative:
Manufacturer's investigation conclusions: the evaluation of heartmate ii lvas, did not reveal any device-related issues. A specific cause for the reported patient outcome could not be conclusively determined through this evaluation. The was returned assembled with the driveline severed approximately 2¿ from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware. The device appeared to have been exposed to a fixative agent. Depositions of fixed blood were observed throughout the inflow cannula, inlet stator, outlet stator, and surrounding the body of the rotor. The depositions did not reveal evidence of laminated layering, which indicates that they were likely not present while the pump was supporting the patient; however, the hard and grainy texture indicates that they were exposed to a fixative agent. This suggests that the depositions were the result of poor surface washing due to blood remaining in the device post-explant. Visual inspection of the blood-contacting surfaces did not reveal any additional depositions or thrombus formations that would have contributed to a flow issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 4 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2019 due to chronic venous insufficiency (cvi). The pump was explanted and will be returned for evaluation. No additional information was provided.